Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the right and left upper abdomen, right and left lower abdomen on (B)(6) 2017 using coolcore applicator, to the right and left anterior flank, right and left posterior flank on (B)(6) 2017 using coolcurve, to the inner thigh area on (B)(6) 2017 using coolfit, to the inner thigh area on (B)(6) 2017 using coolsmooth, to the flanks on (B)(6) 2017 using unknown coolsculpting device, to the inner thighs on (B)(6) 2017 using unknown coolsculpting device, and to the flanks and inner thighs on (B)(6) 2017 using unknown coolsculpting device who developed paradoxical hyperplasia (pah/ph) of the bilateral upper abdomen and lower right abdomen on an unknown date post-treatment and was diagnosed on (B)(6) 2017. (B)(6).

Manufacturer narrative:
Corrected data d1 ¿ brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the right and left upper abdomen, right and left lower abdomen on (B)(6) 2017 using coolcore applicator, to the right and left anterior flank, right and left posterior flank on (B)(6) 2017 using coolcurve, to the inner thigh area on (B)(6) 2017 using coolfit, to the inner thigh area on (B)(6) 2017 using coolsmooth, to the flanks on (B)(6) 2017 using unknown coolsculpting device, to the inner thighs on (B)(6) 2017 using unknown coolsculpting device, and to the flanks and inner thighs on (B)(6) 2017 using unknown coolsculpting device who developed paradoxical hyperplasia (pah/ph) of the bilateral upper abdomen and lower right abdomen on an unknown date post-treatment and was diagnosed on (B)(6) 2017. (B)(6). Allergan aesthetics received a report of a patient treated with coolsculpting to the right and left upper abdomen, right and left lower abdomen on (B)(6) 2017 using coolcore applicator, to the right and left anterior flank, right and left posterior flank on (B)(6) 2017 using coolcurve, to the inner thigh area on (B)(6) 2017 using coolfit, to the inner thigh area on (B)(6) 2017 using coolsmooth, to the flanks on (B)(6) 2017 using unknown coolsculpting device, to the inner thighs on (B)(6) 2017 using unknown coolsculpting device, and to the flanks and inner thighs on (B)(6) 2017 using unknown coolsculpting device who developed paradoxical hyperplasia (pah/ph) of the bilateral upper abdomen and lower right abdomen on an unknown date post-treatment and was diagnosed on (B)(6) 2017. (B)(6).

Manufacturer narrative:
H.9 correction removal numbers continued: z-1350-2022. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Manufacturer narrative:
Additional narrative required. This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph / pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the right and left upper abdomen, right and left lower abdomen on (B)(6) 2017 using coolcore applicator, to the right and left anterior flank, right and left posterior flank on (B)(6) 2017 using coolcurve, to the inner thigh area on (B)(6) 2017 using coolfit, to the inner thigh area on (B)(6) 2017 using coolsmooth, to the flanks on (B)(6) 2017 using unknown coolsculpting device, to the inner thighs on (B)(6) 2017 using unknown coolsculpting device, and to the flanks and inner thighs on (B)(6) 2017 using unknown coolsculpting device who developed paradoxical hyperplasia (pah / ph) of the bilateral upper abdomen and lower right abdomen on an unknown date post-treatment and was diagnosed on (B)(6) 2017. (B)(6). Allergan aesthetics received a report of a patient treated with coolsculpting to the right and left upper abdomen, right and left lower abdomen on (B)(6) 2017 using coolcore applicator, to the right and left anterior flank, right and left posterior flank on (B)(6) 2017 using coolcurve, to the inner thigh area on (B)(6) 2017 using coolfit, to the inner thigh area on (B)(6) 2017 using coolsmooth, to the flanks on (B)(6) 2017 using unknown coolsculpting device, to the inner thighs on (B)(6) 2017 using unknown coolsculpting device, and to the flanks and inner thighs on (B)(6) 2017 using unknown coolsculpting device who developed paradoxical hyperplasia (pah / ph) of the bilateral upper abdomen and lower right abdomen on an unknown date post-treatment and was diagnosed on (B)(6) 2017. (B)(6).